Event description:
It was reported the pump was flipping within the pocket. The pump was dislodged from the sutures. The patient was instructed to wear an abdominal binder. The severity was mild. The pump was delivering dilaudid, baclofen, droperidol and bupivicaine

Event description:
Additional information received reported the patient would be scheduled for a revision, so the event was not resolved. It was later reported the patient experienced pain at the pump site. It was later reported the pump pocket was revised on (B)(6) 2013. The outcome of the patient was resolved without sequelae as of (B)(4) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter revealed the catheter was received in three segments. It included segment 1 with the sc connector and segment 2 with the catheter connector. Event information indicated the pump was found to be flipped in the pocket. This indicated the reason for the twisting seen on two of the three returned segments. All of the returned segments were patent, but it is possible the twisting was so significant that the catheter may have occluded while implanted. Also, it appeared segment 2 broke or tore loose from segment 1. The inner silicone layer was broken or torn along with the pet braid layer. It was assumed this damage occurred at explant. The more proximal collet on the catheter connector was not fully locked into position, but the catheter seemed to be holding firmly to the catheter connector. No leaking was seen in this area. Finally, no tear was seen in the seal material near the suture ring. (B)(4).

Manufacturer narrative:
(B)(4).